Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #2) device may have caused or contributed to the reported event. The attorney alleges the patient underwent revision surgery and an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent a right inguinal herniorrhaphy. A bard/davol perfix plug (device #1) was implanted in the patient during this repair. (B)(6) 2005: the patient underwent a left inguinal herniorrhaphy. A bard/davol perfix plug (device #2) was implanted in the patient during this repair. (B)(6) 2015: the patient underwent a repair surgery to correct issues caused by the defective mesh. (B)(6) 2017: the patient underwent a revision surgery to remove the defective mesh. The patient continues to suffer permanent disfigurement and chronic pain. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.